Event description:
A pt who was status post open-heart surgery began to "bottom out" (i.e., change in vital signs, significant increase in blood pressure and significant drop in heart rate) when air in the proximal side of the cassette could not be removed, thus interupting the infusion of propofol. Instead of changing the tubing initially, time was spent attempting to reprime the tubing and using various other means to eliminate the air. The tubing was ultimately changed and the pt recovered uneventfully. Propofol had been infusing in conjunction with a 150 ml soluset when the air appeared, and it is thought that the free fall of the propofol through the chamber of the soluset created air in the system because of the drug's "oil emulsion" characteristics.